Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. This was repeated multiple times with the same result. The sample was disassembled to inspect the internal components. The proximal end of the feeder was bent. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although the sample was returned with no clips remaining, the broken ratchet could prevent the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but nc 70018423 has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet could prevent the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no clips were remaining in the device. Since no clips were returned, the reported defect could not be confirmed. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. Although the reported complaint issue could not be confirmed since no clips were remaining, the broken internal ratchet ears could cause issues with loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that in biliary pancreatic surgery the clip was found stuck and loose after 4 clips were fired so the hol could not be closed properly.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1800501 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in biliary pancreatic surgery the clip was found stuck and loose after 4 clips were fired so the hol could not be closed properly.